Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 115mg/dl. The customer stated that he is unable to describe any possible damage to the drive support cap. Troubleshooting was performed, and the device passed the displacement and self tests. Advised the caller that the insulin pump would be replaced. No further information was provided.